Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported irrigation failure during a procedure. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The used 27+ gauge (ga) 20k combined (cpm) posterior pak was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The samples were tested using the console. The samples could prime, tune with the ultrasonic handpiece, the 0.9 millimeter (mm) air bypass system (abs) tip and infusion sleeve from the lab stock, and pass intraoperative pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bags without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the drip chambers, the connectors, the cassettes, the manifolds, the pump elastomers or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The samples passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported irrigation failure occurred while using the intraoperative pressure (iop) 25 millimeter mercury (mmhg) during a procedure. The procedure type was unknown. The procedure was completed after the product was replaced. There was no patient harm.